Event description:
The report indicated that the customer's bg levels remained consistently high (310-485mg/dl) for the duration of pod wear. After repeated correction boluses proved ineffective at lowering his levels, he contacted his doctor. The details of the call were not provided. The customer proceeded to wear the pod for five hours after speaking with his doctor; his bg levels remained high during this time. He noticed that the cannula was kinked and the pod was deactivated. The device will be returned for evaluation.

Manufacturer narrative:
The pod was returned and evaluated. No evidence of any damage or manufacturing deficiency was found that would have directly caused or contributed to either insufficient or no insulin delivery. Investigation results of the returned pod showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. The investigation results show that the pod functioned as intended and was fully capable of delivering all programmed doses of insulin. Based on investigation results, the pod would not have been a contributing factor to the customer's high bg levels. Note: the customer indicated that the cannula was kinked. The investigation found evidence of a cannula kink, but the kink was determined to have occurred post-use. (When the pod is returned for investigation, the adhesive pad can fold over the cannula, resulting in a kink post-use.) No obstruction of the cannula fluid path was found - the pod did not occlude.